Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the reported event could not be determined; however, this type of damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the electrode. "Inspect the hf-resection electrode and the hf cable warped electrodes, defective insulation and cracked or irregular cutting loops represent a danger to the patient and the surgeon. Never try to bend irregular cutting loops into shape. Inspect the hf cable for defective insulation. Do not use defective instruments. When attaching the electrode and when checking the locking of the electrode, make sure not to pull too forcefully. Otherwise the electrode may be damaged." As part of our investigation, olympus made multiple attempts to follow up with the facility regarding the reported event, but no additional information was obtained.

Event description:
Olympus was informed that during a resection of lesions and fulguration procedure, the device broke off inside the patient's urethra. The device fragment was retrieved from the patient. There was no patient injury reported.